Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Evaluation: method: manufacturing process and complaint history review. Results: the manufacturing process, for product #780-20, was reviewed and no findings that can potentially relate to the reported issue were found. The work instructions states "verify that heat wire is evenly distributed along corrugated tubing." A device history record review could not be conducted since the lot number was not provided. Conclusions: the customer reports that "it was noticed that the circuit had been pinched in the bed rail", the root cause could be related to inadequate flow rate through the tubing. The IFU (information for use) states on warnings "always maintain adequate flow through the tubing to prevent overheating the circuit."

Event description:
The event is reported as: the circuit melted during CPAP treatment on a pt. The CPAP machine kept alarming and upon investigation by the therapist; it was noted that the circuit had been pinched in the bed rail. No pt injury reported.